Event description:
Reported lead extraction case of a mdt 4195 starfix lv pacing lead with a lld (unknown model#) that resulted in a coronary sinus perforation. The patient did not survive the surgical rescue. No further information is available at this time.